Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead was involved in a routine device change out procedure. A boston scientific crm sales representative noted that the rv lead would not fully insert into new device header. Saline was used, but was not helpful in connecting the lead to the device. The attempted device was set aside and a new device was successfully implanted. No adverse patient effects were reported with this clinical observation. Approximately three years later, it was reported that the patient implanted with this device system expired for an unknown reason. No device allegations were associated with the patients' death.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.